Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to interrogate via radiofrequency communication. A firmware update was performed and resolved the telemetry anomaly. The patient was stable before and after.